Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a hot axios stent was to be implanted to treat a pancreatic walled off necrosis (won) during a cyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent was attempted to be deployed; however, the physician had trouble releasing the stent from the catheter which caused a misdeployment. The stent was removed. Reportedly, the procedure was successfully completed; however, it is unknown how the procedure was completed. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.